Manufacturer narrative:
The medical device problem code was updated. Section b7 was updated. For patient 1: the initial result of 32273 iu/l was believed to be correct. For patient 2: the sample was repeated at another site on an unspecified roche instrument with a result of 47190 iu/l. This result was believed to be correct. The field service engineer (fse) adjusted the sample/reagent probe. The root cause of the issue was the misadjusted sample/reagent probe. The service actions resolved the issue.

Manufacturer narrative:
The hcg + b reagent lot number was 709174 with an expiration date of 30-sep-2024.

Event description:
The initial reporter questioned the results for 3 patient samples tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer (rack system). Patient 1 initial result with a x10 dilution was 32273 iu/l with a data flag. On (B)(6) 2023 the repeat result with a x20 dilution was 7.50 iu/l with a data flag. Patient 2 result with a x10 dilution was 3.96 iu/l with a data flag. This result is in question as the patient is more than 5 weeks pregnant. Patient 3 initial result with a x10 dilution was 3.44 iu/l with a data flag. This result is in question as the patient is more than 5 weeks pregnant. On (B)(6) 2023 the repeat result with a x10 dilution was 36098 iu/l. An additional result from (B)(6) 2023 was provided with a x100 dilution of 35.59 iu/l with a data flag. It is unclear which patient sample this result corresponds to.